Event description:
According to the reporter, during a general laparoscopy, on trocar placement, the plastic o ring from one of the five trocars fell into the patient cavity and was retrieved by a laparoscopic grasper to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the obturator was damaged and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.